Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the system worked fine when they tried to planned pace in carto 3 system with ablation catheter but when they switched to a coronary sinus catheter, the carto 3 system paced on the ablation catheter and the pacing was delivered to ablation catheter. Physician had to bypass carto 3 system to pace directly from the ep system with coronary sinus catheter. Biosense field service engineers advised that the pacing issues at this site were determined to be due to improper connections (red and black pacing cable not plugged into the appropriate ports on the rs pin block) and a defective bs ECG in cable (eventually leading to error 8 on several occasions). They have had no further pacing issues since these issues were addressed. Although they have the new connection of choice revision of the ECG cards, they continue to use the red and black pacing cable connected to the front of the piu for pace routing. This is referred to as a "mixed" type of connectology as used with the new revision ECG cards. Biosense field service engineers have suggested that they disconnect the red and black pacing cable from the front of the piu and start pacing only via the ic out cable/ep recording system. They want to continue to use their existing workflow. Several cases were performed without any pacing issues. Issue cannot be reproduced. System is working properly. Since this was a MDR reportable event, an additional original external manufacturer (OEM) manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during an afib procedure, the system worked fine when they tried to planned pace in carto 3 system with ablation catheter but when they switched to a coronary sinus catheter, the carto 3 system paced on the ablation catheter and the pacing was delivered to ablation catheter. Physician had to bypass carto 3 system to pace directly from the ep system with coronary sinus catheter. The customer stated that this issue did not happen every time the pacing is changed. The customer was not sure if multiple pacing channels are open on the recording system, if the pacing indicator triangles are displayed on carto 3 or if the triangles spin on both catheters when the pacing is active.

Manufacturer narrative:
(B)(4).